Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph procedure, it was observed that "the device vaporized on the tip straight and not laterally." No information was provided regarding how the procedure was completed. There was no injury to the patient reported. No further information was provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-541a-1129: the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 15,000 joules used and 15 minutes expended. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber.